Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the plastic cannula that broke while trying to draw medication. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the cannula tip is bent. The photo provided shows the sample received. No other defects or imperfections were observed. A device history record review was completed for provided material number 303345, lot 4060239. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material#: 303345 batch number#: 4060239 verbatim#: we had a bd blunt plastic cannula that broke while trying to draw medication, the ref number is 303345 lot 4060239. This has been the only occurrence that I am aware of, I have the needle if you want to evaluate.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.